Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level is normally around 60 mg/dl. However, his blood glucose level dropped to 24 mg/dl. He treated his low blood glucose level with food and juice. The reservoir was showing more insulin than what was shown on the status screen. The insulin pump was exposed to a MRI and later that day he experienced the low blood glucose level. The displacement test passed. The device was not returned.